Manufacturer narrative:
Hypertension, hyperthermia. Temperature issue: issue associated with the device producting unintended temperatures. Insufficient heating - issue associated with the device or its components producing temperatures that are not has high as what is specified. Actual device evaluated-level 1. Electrical evaluation. Overcurrent protection testing - testing the device's over-current protection circuitry for its response to situations of overload, short circuit, or ground fault. Short circuit - a device experiencing problems due to an unintentionally low-resistance connection between two points in an electric circuit, resulting in either excessive current flow that often causes damage or in a new shorter circuit that draws current away from the original pathways and components. Unable to confirm complaint - the device complaint or problem cannot be confirmed. If possible, choose a more specific reason from among the terms listed in this branch of the hierarchy.

Event description:
It was reported that the warming unit was ste to blow +43c, low fan. After the pt's temperature dropped from +36.1c to +34.8c it was found out that the unit was blowing room air (ambient) although the unit was set to +43c. It was reported the event resulted in the pt becoming hypotension in relationship to hypothermia. It was reported that the heat loss was not due to restrictions of the safety belt nor hlth professionals blocking the air from the underbody heating blanket by leaning against the blanket. The unit was replaced by another and the pt was treated with medicine (type not specified) which resulted in the pt's body temperature to rise to 35.2c. The condition of hypothermia changed to normothermia. The abdominal surgical procedure was reported to take 3 hours and 15 minutes (intaoperative) the unit was not working properly. The user indicated they did not see a light nor hear an alarm from the unit. The unit was reported to have been blowing cool air while in 43c temperature mode without an audible alarm; we ran the unit for five days cycling the power during that time. At the initial phase units functioned as design and passed our electrical and functional test per our test methods. The unit showed to have service hours of 0:35:05 with no fault codes, on a follow-up e-mail it was reported that the units were serviced recently and the time was reset by the service personnel that worked on unit. Physically the unit was in fair condition with the exception of a dent on the user interface. Inside the unit the heater duck (heater housing) was missing a screw, the pcb was missing the middle screw that holds it to the main plate. A DHR review was conducted and all the components are of the original built. Upon further attempt to duplicate what was reported we deliberately shorted the paths in the circuit and we were able to mimic a similar situation as the complaint but only after manually introducing a short in the path of the circuit. The probability of a short happening in the field is extremely low since the pcb itself is enclosed. However, this is potentially possible if there is a power surge, any metallic object coming in contact with specific paths in the circuit could cause a short. During the process of deliberately creating a short, the lcd showed unit temperature dropping "in range" led light was lit, unit alarmed after ten minutes, after the unit started dropping temperature. It was reported that yearly maintenance and electricity checks were performed on the unit.